Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, upon deployment, the commander delivery system balloon was observed to burst at full inflation. The team was satisfied with full deployment of the valve. No paravalvular leak was observed on transesophageal echocardiogram. The broken balloon was successfully retrieved through the sheath and the procedure completed in the usual fashion. There was no allegation of malfunction or observed misuse of any edwards product. Calcification at the sinotubular junction was ultimately credited with breaking the balloon. The patient tolerated the procedure well and left the or in stable condition.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided 3mensio report was reviewed, and the following was observed: calcification on the native valve. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for delivery system balloon burst was unable to be confirmed as no device/ relevant procedural imagery was provided for evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as calcification was observed on the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.